Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator (scs) anchor was irritating the patient. The patient underwent an anchor explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.